Manufacturer narrative:
The complaint device was not returned for investigation. Based on the review of the complaint and communication with the facility personnel, no device malfunction was reported. Upon futher follow up with the facility, the facility indicated that the patient is normal following the procedure.

Event description:
During a hystercopy case, the physician successfully completed priming. The physician dilated the patient up to 14/15 and then tried to perform a diagnostic hysteroscopy, but found the patient had some cervical stenosis. The physician then pulled the scope out and continued to try to dilate again. The physician attempted to use the aveta coral hysteroscope to go back into the uterus and unfortunately had a perforation. Physician immediately withdrew the scope and then performed a laparoscope procedure to confirm the patient was ok. Laparoscope confirmed all was good.